Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that bifuse extension set separated and caused a leak. Patient's mother stated that the tubing became stuck on the bedside rails and the patient continued to pull it. The distal portion of the set was left connected to the peripherally inserted central catheter (PICC) line and blood leaked. The PICC was clamped, bifuse was disconnected, and the line was flushed with normal saline. Although requested, no additional information was provided.